Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: keppra was being administered to patient over 15 minutes as per monograph - pump began beeping to report air in line. Noted that the bag was entirely empty and line above pump empty as well. Pump still said that there was 12.61ml left to be administered to patient. Dose went in significantly faster than it should have been despite being programmed correctly into the pump.